Manufacturer narrative:
The event was reported to have occurred from (B)(6) 2020 to (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a drop in blood pressure during treatment with a of polyflux 210h. A new treatment was started (date not specified) with a polyflux 170h, and a drop in the blood pressure was observed. The patient was treated with a hydrocortisone injection. Treatment was changed to a non-baxter dialyzer, and no further symptoms were noticed. No additional information is available.